Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: there is leakage in the syringe tip, leading to medicine loss. There are no reports of patient damage or drug exposure to the mucosa / skin. Material used together: spinocan needle.

Manufacturer narrative:
H.6. Investigation: the batch history, quality notifications and maintenance records were evaluated, and quality deviations could be related to the occurrence were found. For bd products all the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. Analyzing the customer sample one possible cause for the occurrence was a deformation in the internal region of the syringe nozzle due to the production process in the molding step. The mentioned region is more susceptible to variations depending on the product design and needs more time to solidify over other areas, so the occurrence of deformation is related to temperature variation in the injection mold cooling system. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: there is leakage in the syringe tip, leading to medicine loss. There are no reports of patient damage or drug exposure to the mucosa / skin. Material used together: spinocan needle.